Event description:
Home patient (hp) reports that she became disconnected from pt line of homechoice set in dwell 1 of apd treatment and drained onto floor. Baxter technical svc center assisted hp in ending therapy. Healthcare professional (hcp) reports hp received prophylactic antibiotics and no injury resulted from incident.